Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well the test on global transmitter final functional tester was passed. The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed. Data log review was performed, reported loss of connection was not confirmed. A root cause could not be determined.